Manufacturer narrative:
Explant date, corrected data: the initial MDR report inadvertently did not list the generator's explant date. Event problem codes, corrected data: the initial MDR report inadvertently did not code the reported "cognitive changes".

Event description:
An implant form was received confirming that the patient's vns generator was explanted and replaced due to prophylactic replacement. It was confirmed that the explanted product will not be returned since it was discarded. No other relevant information has been received to date.

Event description:
Clinic notes were received as part of the referral process for a vns battery replacement surgery. The clinic notes mentioned that the patient had experienced an increase in seizures and that their mood/behavior was worse. After the patient reported this, the physician checked the vns and confirmed that the battery was low and that the patient needs a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.